Event description:
Boston scientific received information that the patient with this device and right ventricular lead, sought medical attention due to feeling dizzy. An interrogation confirmed loss of right ventricular (rv) capture and system oversensing. Surgical intervention illustrated a setscrew connection anomaly with the rv lead terminal pin and the device. The physician was unable to reestablish the connection and elected to explant the chronic device. Another boston scientific device was successfully connected to the chronic rv lead and the procedure completed with no adverse patient effects. The explanted device is intended to be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed the rv- setscrew was stuck in the fully loosened position. The setscrew was loosened with 21 inch ounces of force which is a higher force than is capable of being exerted by the wrench recommended for use with this device. This indicates this setscrew was over-torqued by the use of a wrench other than the recommended wrench. Laboratory analysis determined the setscrew became stuck in the loosened position during either the implant or revision procedure. If it was stuck during the implant procedure, this would have contributed to the observed oversensing and loss of capture.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis on the explanted device, this event will be further updated.